Event description:
Report received of device brakage. It was reported that there were three undocumented incidents where clave ports broke off from stopcocks. No specific clinical information was provided, but is was reported that these devices were being used on patients during ambulance transport to the emergency department. One of the patients was reportedly in a code situation. There were no reported adverse patient sequelae. Additional information was requested, but no further information was provided.